Event description:
This x-ray system lost fluoro during a pt case. The system message appeared saying to select another application. The system had to be powered down and then back up to be able to finish the case. The pt was not injured.

Manufacturer narrative:
(Eval method, results and conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.